Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A tech reported a case of trace dlk (diffuse lamellar keratitis), for a left eye at one day post-operative visit lasik visit. The pt's steroid drops were increased at dlk had resolved by three day post-operative visit.